Event description:
It was reported that the ventilator's knobs were broken and the device was not reaching pressure. No patient injury, adverse affects, or patient involvement were reported.

Manufacturer narrative:
Other, other text: the device was returned for evaluation. The knobs were not broken but loose on the spindle. All pressure measurements were within specification, but the manometer was not stable due to the lack of maintenance by the user. During functional checks, additional issues were found; the demand valve was faulty, and the oxygen concentration was measuring too high. However, the primary problem was the demand body assembly, and replacement was made. Additional repairs were performed. Preventive maintenance was completed. No previous service history was found. The manufacturing device history record review is not relevant to the investigation due to the age of the device and the problem source being user interface.